Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the healthcare professional was unable to deflate the balloon. They called the urology professional and he cut the catheter under the y unsuccessfully. They cut the catheter above the y and the balloon deflated successfully. No injury to the patient.

Manufacturer narrative:
The report refers to product code 402714 with an unknown lot number. The device history record review could not been performed since the lot number was not provided. One sample was received at the manufacturing site; the observation reveals that the sample was cut. Further testing was done by inflating the balloon to verify any occlusion; the balloon was inflated with air through the inflation channel, and the balloon performed correctly, however it was not possible to confirm if something was occluded. A possible root cause could not be determined since the returned sample was had been cut. The balloon was inflated and deflated with no issues. No corrective will apply since the reported condition could not been confirmed as manufacturing related. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.